Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data review: available data logs were found to be insufficient with data missing from 1/7-1/9 and the hemolysis was reported to occur on 1/8. Insufficient data logs showed pump ran without issue during support. There were no alarms triggered during the case. There were no mc spikes, abnormal ps or purge issues observed during support. Mechanical interaction with blood/hemolysis: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Minor bleed: the cause of minor bleed was unable to be determined as limited clinical details were provided and no product was returned for review. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria, thought to be due to traumatic insertion of the pump. The patient also had oozing at the access site. The patient was in stable condition.